Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist via regulatory agency reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: broken shell, missing shell (0-25%), black and red particles in the shell, underweight. A visual and micro analysis was performed which identified: sharp broken, striated opening, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening; a striated opening assessed as a surgical damage consist in the use of some surgical tool; missing shell assessed as an inconclusive.

Event description:
Pharmacist via regulatory agency reported a right side rupture. The device has been explanted.